Manufacturer narrative:
The actual sample was received containing approximately 102 ml of fluid in the bladder. Visual inspection on the returned unit noted no issues that could have caused the reported problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had underinfused. The reporter stated the infusor had been filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.